Event description:
A nurse reports, that the unit failed to prime at the beginning of surgery, prior to incision, resulting in the cancellation of 3 cases. It was further stated, there was no patient injury associated with this event.

Manufacturer narrative:
A company service rep replaced the fluidics module, completed a system pm, and the system met specifications. Investigation, including root cause analysis is in progress. This report mailed in to FDA on: 05/16/2007.